Event description:
It was reported that when using the bd pyxis¿ medstation¿ es row board-latch was not engaging and cubie was failed to lock down in one of the slots. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.1 row board b was not attaching the cubie pockets. A field service engineer (fse) shutdown the device, then replace the row board and rebooted the device. After that the fse verified that the half height cubie drawer was operational. The system functioned as intended after the field service engineer repaired the device.